Manufacturer narrative:
The device was not returned to resmed for evaluation. The astral device was returned to a resmed distributor located in austria and a technical evaluation was performed. Their technical evaluation determined that the system fault 74 was a single occurence and could not be reproduced during in-house testing. There was no fault found with the astral device. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was being tested before patient use, a system fault 74 was found in the device data logs indicating a software task error occurred. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. A review of the device logs confirmed the single occurrence of a system fault error message (sf 74). Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported event was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).